Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. After receiving this information, tac began walking through several trouble-shooting options to help resolve this error code. It was ultimately discovered that at the completion of the procedure, the user disconnected the cabling while the imager was still powered on. This event triggered the error code. Tac advised the customer to press the escape button on the keyboard, allowing the unit to identifier the error and reset the coding. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that following the completion of an unspecified procedure, his evis evera iii video system center began displaying a b30 scope communication error. Initial reporter did confirm that there was no patient harm or impact as a result of this error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the user withdrawing the video connector with the power on could not be identified. Per the instructions for use, in ¿6.9 termination of the operation¿, the video connector must be pulled out after the device and ancillary equipment are turned off. Olympus will continue to monitor field performance for this device.